Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred with the surgeon's head still inside of the high-resolution stereo viewer. The surgeon was trying to manipulate the instruments. The failure was not related to an inability to move the instruments. The surgeon's movements did not scale appropriately to the instruments. The observed movement was less than intended. The instrument did not move in the intended direction. The observed movement was a 360-degree joint rotation. The timing of the instrument movement was immediate. There was no shakiness, friction, or interference observed. A collision occurred after the incorrect movement occurred. The issue was persistent. The drape used is not available for return. There was no patient injury. There was damage found. It is unknown if the system was inspected prior to use. It is unknown at what time during the procedure the issue occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that arm 3 moved by itself during an instrument change, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and advised that the issue may have been due to the arm being clutched. The fse advised to place another call if the issue occurred again. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure that arm 3 moved by itself between instrument changes, and hit another arm. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and did not see any errors. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information, however, no further details have been received as of the date of this report.